Manufacturer narrative:
Based on the reported information, this issue will not be investigated in accordance with (B)(4) section 5.1.2 the information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer received third party assistance from their spouse but did not provide any more information about the assistance. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.